Event description:
It was noticed that when the sterile insert was opened the metal string of the scorpio flex detached from the poly part. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding locking wire seating issues involving a scorpioflex total knee ps was reported. The event was confirmed. The complaint device is unremarkable with the exception of the metal locking wire on the anterior face of the device. The locking wire is protruding from it original location by approximately 2mm. An inspection of the locking plug which sits behind the wire shows a consistent horizontal indentation, which would indicate that the locking wire had been fully seated. There is no indication that an implantation attempt was made by the surgeon. It is unknown as to how the locking wire has come out of its original location on the anterior face of the device, however, there is no indication to suggest it is manufacturing related. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review of the dimensional inspection outlined in the DHR documents the inspection carried out on the retaining wire to establish if the device was flush/below the surface. All 24 units passed this inspection and all other inspections carried out. In review indicated there have been no other events for the reported lot. The exact cause of the locking wire protruding from its original location could not be determined however the horizontal indentation on the locking plug suggests that the wire was fully. Further to this all dimensional and visual inspections carried out for lot 38493701 (reference (B)(4) on DHR) conformed to the required specs/visual standards, hence providing assurance that the device met stryker design & manufacture specifications prior to shipping. Based on the investigation carried out there is no evidence to suggest this is a manufacturing related issue. No further investigation is required at this time.

Event description:
It was noticed that when the sterile insert was opened the metal string of the scorpio flex detached from the poly part. There was no adverse consequence to the patient.